Event description:
The end effector seemed to be cracked so it did not fire correctly. It could not close completely due to the crack, preventing it from going to trocar. Trocar and ligmax being sent in together. Had about 4-5 firing cycles. No cholangiogram done. Class completed with a new applier and a new trocar. No patient consequence.